Event description:
It was reported that two gem anastomotic flow-coupler products were implanted during a bilateral diep flap breast reconstruction surgery, one size 3.0mm and one size 2.0mm. Doppler signal was good intraoperatively from both probes/flaps and the surgeon noted nothing unusual with the product. One hour post-op the doppler signal stopped from the 2.0mm flow-coupler. The surgeon elected to bring the patient back to the or to investigate. The surgeon noted he believed ther was nothing wrong with the anastomosis or flap. The surgeon removed the product and implanted another 2.0mm flow-coupler and the doppler signal was strong. The doppler signal remained strong from both flow-coupler probes for the post-op patient recover period. There were no additional complications noted. Both doppler probes have been removed and the patient is reported to be well.

Manufacturer narrative:
According to the device history record, the devices met specification prior to market release. One hundred percent functional alignment testing is performed on each device and 100% visual inspection for broken or missing parts and pin alignment is performed on each assembly during the manufacturing process. One hundred percent functional signal testing of the doppler probe was also performed after assembly into the ring, just prior to packing in the tray. The doppler probe was returned for analysis, but not the flow-coupler rings. The probe tip and wire were examined under magnification. There were no visual defects on the probe tip. The wire had several kinks and depressions from being handled by the user. The doppler probe was analyzed with a test lead and test monitor for doppler functionality. There was no signal. Capacitance of the doppler probe wire was tested and suggests that there was a break in the wire towards the connector end of the probe. The doppler probe was found to have a broken wire and not functioning properly. It cannot be determined if handling by the user caused the break in the wire.